Event description:
The hospitalization was reported by treatment center. Customer was hospitalized due to non-diabetes related illness, however, customer's blood glucose began to rise. The current blood glucose reading is 176 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump received with stripped battery cap coin slot, cracked reservoir tube lip, case window display corners, scratched lcd window and missing end cap sticker.